Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose of 25.6 mmol/l. The customer also stated that there was a sensor anomaly at the connection. The customer changed the insulin set and reservoir and treated with the insulin pump. Blood glucose at the time of the call was 4.1 mmol/l. The reservoir will not be returned for analysis.